Event description:
A (B)(6) male, 2 weeks s/p vp shunt replacement. Was found to be in cardiac arrest at home, was transported to hospital where he was found to have no neurological function. Taken to operating room emergently for shunt externalization. Disconnected the ventricular catheter from the valve and found a vigorous flow with increased pressure from his head. Tested the distal flow and the valve was found to have no evidence of any flow through it. Tested the distal catheter by itself and it had normal flow. Patient was declared brain dead and care was withdrawn.